Manufacturer narrative:
A ge representative contacted the customer via the phone. No conclusion can be drawn as further repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system booted slowly and failed to allow fluoroscopic exposures, exhibiting a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.